Manufacturer narrative:
1128650: the sample evaluation verified the failure mode. The catheter split and was broken in to 2 pieces. Only one of the pieces was returned. The device history record review confirmed that there were no issues with the product at incoming inspection. All in-process inspections passed. The product arrived to the customer with no known issues. The root cause could not be confirmed without knowledge of how the procedure was performed. Since the investigation was not able to identify a probable root cause based on the complaint results, no corrective and/or preventive actions are recommended at this time. However, a supplier quality notification was issued and future occurrences will be tracked and trending will be performed as a part of our quality system.

Event description:
The doctor placed this pleurx catheter today and found this lateral split in it after it was placed in the patient. We had to use a second tray and replace the catheter. Additional information received 23aug2019, the customer reported the patient was 86 yo female 84.8 kg, patient not injured. Defective catheter removed without incident and new catheter placed, patient stable after the event. Facility did not report to the FDA.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The doctor placed this pleurx catheter today and found this lateral split in it after it was placed in the patient. We had to use a second tray and replace the catheter. Additional information received 23aug2019, the customer reported the patient was (B)(6) female (B)(6), patient not injured. Defective catheter removed without incident and new catheter placed, patient stable after the event. Facility did not report to the FDA.